Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06761474 that an ar-6410 main pump tubing membrane was crushed and could not be used. This was discovered during use in a case. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including potential mishandling of the device by the end user. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.